Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The vocsn clinical and technical manual advises the following: ¿note: the patient circuit disconnect alarm may not activate with every disconnect condition. Ventec life systems recommends using the low minute volume, low inspiratory pressure, and apnea alarms in addition to the patient circuit disconnect alarm to ensure ventec one-circuit disconnections are detected.¿ [p. 114] ¿low minute volume activates when the monitored minute volume falls below the set low minute volume alarm limit. Ensure the low minute volume alarm is set appropriately, taking into account changes in patient breathing habits at night.¿ [p. 186] ventec subsequently interviewed the initial reporter and through the course of that conversation they were able to determine that the patient¿s respiratory therapist (rt) had inadvertently turned off the ventilators¿ low minute volume alarm by setting it to ¿0¿. This prevented the vent alarm from going off at bedside when the patient became disconnected from the ventilator. The investigation determined that the root cause of the reported issue was user error.

Event description:
It was reported to ventec that the device did not provide a patient circuit disconnect alarm when the patient became disconnected from the ventilator. There was patient involvement associated with the reported event. Ventec was advised that the patient was sent to the hospital, however, no further details about the patient or the event were provided, including the reason for (or duration of) their stay in hospital. Ventec has made multiple attempts to obtain additional information about the patient, but no response has been received.